Event description:
It was reported that a patient underwent a laparoscopic transabdominal preperitoneal repair of an incarcerated ventral/ incisional hernia on (B)(6) 2010 and mesh was used. On (B)(6) 2010, the patient developed abdominal pain, nausea/vomiting, difficulty with bowel movements and difficulty passing gas. The patient was initially provided with an ng tube. Then on (B)(6) 2010, the patient underwent exploratory laparoscopy with adhesiolysis and laparoscopic excision of preperitoneal adipose tissue. A few fibrinopurulent adhesions were found along the edge of the area of dissection and required dissection and take-down to allow for the mesh to be placed directly along the anterior abdominal wall and not have the tented defect. The patient's condition improved and was discharged to home on (B)(6) 2010.

Manufacturer narrative:
(B)(4). (B)(4) - difficult bowel movements, adhesions. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.